Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the endoscopic image was not displayed due to a broken resistor, which was likely caused by abnormal overvoltage or overcurrent during use of the device. The event can be prevented by following the instructions for use which state: "operation manual_ inspection of the endoscopic system inspection of the endoscopic image: operate the up/down angulation control lever slowly in each direction until it stops ·important information ¿ please read before use precautions for disappeared or frozen endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic tracheoscopy procedure, the evis lucera bronchovideoscope had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on the changed coupled device (ccd) unit, the image was not displayed, the light guide lens was cracked, and the adhesive of the keytop of switch 1 (sw1) and switch 4 (sw4) was peeling due to disinfection and sterilization practices (cds) solvent. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.